Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure (opto button grip damaged on the mtml) during sine cycle testing. The opto button assemblies will be replaced as a fix. A log review was performed and it was confirmed that the da vinci-assisted nephroureterectomy procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is reportable due to the following: the customer switched to another console after the start of the procedure due to damaged grip on master tool manipulator (mtm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure there was a damaged grip on the opto button of one master tool manipulator (mtm). The procedure was completed after converting to another da vinci surgeon side console (ssc) with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem appeared during the procedure, so the surgeon changed the console and completed the procedure.